Event description:
It was reported that during a functional inspection, our stuff noticed a damaged pe remover. Additional information received on (B)(4) 2013: the removal tool was used in a revision surgery and it broke. However, the surgeon and our sales did not notice this damage during the surgery. The device and other devices were loaner instruments. Therefore, they were returned to our loaner instruments team after the surgery. Afterward, when our staff was checking the returned devices, he noticed the damaged removal tool.

Manufacturer narrative:
The lot number was updated based on returned device. An event regarding damage involving a trident polyethylene removal tool was reported. The event was confirmed. Material analysis indicated the outermost threads of the rmvl tool were damaged. Evidence of metal transfer in the damaged region was observed, likely from contact with an acetabular shell. No material or manufacturing defects were observed on the fracture surface examined. Device history review indicates the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicates there has been 1 other similar events for the reported lot ID. The investigation concluded that no material or manufacturing defects were observed on the fracture surface examined.

Event description:
It was reported that during a functional inspection, our stuff noticed a damaged pe remover. Additional information received on (B)(4) 2013: the removal tool was used in a revision surgery and it broke. However, the surgeon and our sales did not notice this damage during the surgery. The device and other devices were loaner instruments. Therefore, they were returned to our loaner instruments team after the surgery. Afterward, when our staff was checking the returned devices, he noticed the damaged removal tool.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.